Event description:
Following the endoscopic removal of a flat polyp in the bowel, the pt complained of abdominal pain and experienced bloating and/or distention of the abdomen. The pt was taken to surgery and a very tiny hole was found in the bowel at the site of the polyp removal. The pt recovered from the procedures and has been discharged from the hosp.